Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered two bursts of anti-tachycardia pacing (atp) and one shock. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported. Additional information was received, mentioning that this device delivered bursts of anti-tachycardia pacing (atp) and one shock. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns this implantable cardioverter defibrillator (ICD) delivered inappropriate therapy. This device delivered two bursts of anti-tachycardia pacing (atp) and one shock. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported. Additional information was received, mentioning that this device delivered bursts of anti-tachycardia pacing (atp) and one shock. The therapy was believed to be a result of atrial fibrillation (af) with rapid ventricular response. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: bsc aware date g3.